Manufacturer narrative:
E2, e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light guide plug of the subject device was deformed. The event occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord sheath is deformed and black screen. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of a component failure of the light guide plug could not be determined and the black screen was due to an electrical/electronic component problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.